Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for incorrect gel quantity with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and incorrect gel quantity and air bubbles in the tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced insufficient gel in tube which was noted prior to use. The following information was provided by the initial reporter: less gel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced insufficient gel in tube which was noted prior to use. The following information was provided by the initial reporter: less gel.